Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found water in the exhalation filter. The se replaced the exhalation filter and circuit. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that while in use on a 980 ventilator generated an occlusion disconnect message. The patient was not harmed or injured as a result of the event. Information regarding intervention taken on the behalf of the patient was requested, however no information was provided.